Event description:
The customer stated that he was taken to the emergency room due to low blood glucose. The customer's blood glucose reading was 18 mg/dl when the paramedics checked him. The customer stated that he may not have calculated for his meal correctly and may have programmed too much insulin. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.